Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c450. Investigation summary: the analysis results showed that one gst60b reload was received with the one piece sled missing and unfired making it nonfunctional. In addition the cartridge was noted damaged from distal end. The damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the cartridge, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a gastric sleeve, the stapler was fired on the sixth firing it locked out. It was a blue cartridge. Case completed with another reload of the same product code. There were no patient consequences reported.